Manufacturer narrative:
The insulin pump received no button response due to flattened button dome switch. Analysis was unable to verify excessive no delivery alarm due to unresponsive button.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had keypad anomaly and no delivery alarm. The blood glucose at the time of the incident was 139 mg/dl. The customer states he was attempting to bolus when the no delivery occurred. The alarm history was being reviewed, when the buttons became unresponsive. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.